Event description:
Intra-operatively followed instructions for manual use for gastrojejunostomy. Proximal donut not complete upon inspection. Linear stapler used to complete anastomosis. Device sequestered in management office.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: stapler, surgical.

Event description:
Intra-operatively followed instructions for manual use for gastrojejunostomy. Proximal donut not complete upon inspection. Linear stapler used to complete anastomosis. Device sequestered in management office.